Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. An incorrect result from the sample was reported outside of the laboratory to the patient. Controls were within range, but accompanied by ">ab" data flags which indicate potential issues with a system reagent (evaporation or contamination). The sample initially resulted in an hcg+beta value of > 10000 mui/ml accompanied by a ">ab" data flag. The sample was automatically repeated by the analyzer, resulting in a value of 43.99 mui/ml accompanied by a ">ab" data flag. The hcg+beta reagent lot number was 470489, with an expiration date of september 2021.

Manufacturer narrative:
The customer confirmed the correct hcg+beta result for the sample as 102219 mui/ml. The first two values were accompanied by a "ab" data flag, which indicates in incorrect preparation with a system reagent. This can have an impact on the measurement. Product labeling instructs the customer to rerun all affected samples when this flag is encountered.